Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in fdi 16. On (B)(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.